Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical application specialist reported an overcorrection post procedure. Surgeon is waiting for vision to stabilize. Refraction was noted to have hardly changed in six months. Patient will be retreated in the future. Upon follow up, it was noted that the laser has been moved from one room to another. Company technician found a loose camera eyetracker. This was retightened and realignment was completed.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the date of treatment. The system history shows no abnormalities that could have contributed to this event. Log file review showed that all started treatments were completed to 100% without interruption and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. Patient is to return to schedule additional intervention.